Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal (2000 mcg/ml at 1200 mcg/day) via an implanted pump. It was reported the patient reported to the emergency room late last night with critical alarm and withdrawal symptoms. The hcp interrogated the pump and found the pump was in an unrecovered stall. The patient was admitted last night and set for an emergent replacement as soon as a surgeon was available. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report.